Event description:
A report was received that the patient was experiencing intermittent stimulation and ipg was charging frequently. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing intermittent stimulation and ipg was charging frequently. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing intermittent stimulation and ipg was charging frequently. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the patient had the ipg replaced due to inadequate pain relief.